Manufacturer narrative:
Eval results - a visual inspection of the returned product shows the lens has one haptic torn off and is missing. There is clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history, work order search and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the haptic broke off. The surgeon removed the lens without enlarging the incision and inserted same model lens. No pt injury.